Manufacturer narrative:
Zip code is not indicated at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event logs). The company representative cleaned the footswitch and connectors as a preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 20, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during surgery, two separate system messages displayed and vacuum issues. Additional information has been requested.